Event description:
It was reported that during a phone conversation with rep on 7/2/2008, another rep indicated that one of dr durom patients was revised for suspected infection, but did not have patient details available. Rep number one called rep number two back on 7/8/2008 in order to provide additional details. The surgery was performed by two doctors. Started surgery with a converge cup but went to a durom due to instability. The head, adapter, and alloclassic femoral stem were revised in 2007, but the cup was left in place. All components (including cup) were then removed the following year, due to suspected infection. Patient was scheduled for revision eight months later, but elevated levels prevented reimplantation, so patient has not yet received replacement implants.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.